Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), thin and friable leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Single leaflet device attachment (slda) occurred from the anterior leaflet. Additional clip was implanted to stabilize the slda. As per the physician, slda was due to patient's anatomy. The mr was decreased to grade 2 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was associated with imaging difficulty. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), thin and friable leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Single leaflet device attachment (slda) occurred from the anterior leaflet. Additional clip was implanted to stabilize the slda. As per the physician, slda was due to patients' anatomy. The mr was decreased to grade 2 post procedure. There was no clinically significant delay reported. No additional information was provided.